Event description:
It was reported to boston scientific corporation in 2008, that a prolieve thermodilatation kit was used during a beingn prostatic hyperplasia (bph) procedure performed four days prior. According to the complainant, after the procedure, the pt called the health nurse after returning home complaining of discomfort. The pt went into complete urinary retention. The health nurse inserted a foley catheter on the same day, which was removed four days later. The event intensity was termed "mild" and no medication was required. The physician completed the procedure with this prolieve thermodilatation kit.

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.